Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Logfile review showed no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Cas (clinical applications specialist) review showed energy settings have been changed but they were corresponding with the recommended cut settings for flap creation. From the clinical point of view, the reported used energies and cutting geometries were as per recommended settings. No final conclusion could be drawn as to what might have led to the reported diffuse lamellar keratitis (dlk). No technical root cause was identified as the product was found to be within specifications. (B)(4).

Event description:
A physician reported diffuse lamellar keratitis in a patient's eye post refractive surgery. The surgeon washed it out fours day after surgery. Laser company just came out with new recommended energy settings and the facility's settings were recently changed. Room temperature was noted to be very warm and the clinic's digital thermometer was not working. Upon follow up, the doctor reported that patient is doing well after flap washout. No error messages appeared. There are two related reports for this facility. This report addresses the most recent patient's and another manufacturer report will be filed for the case that occurred three months ago.